Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: ng, inratio: 1.2, lab: ng. Date: (B)(6) 2010, inratio: 1.7, lab: ng. Date: (B)(6) 2010, inratio: ng, lab: 1.8. Pt's therapeutic range: 2.5-3.5 inr.

Manufacturer narrative:
Investigation pending.